Manufacturer narrative:
Additional review of the file shows the handpiece is at fault and not the intraocular lens (iol). No further updates to this report will be filed for this device. A new MDR will be submitted for the suspect device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) was scratched when the plunger from the delivery system went over it. A backup lens was used to complete the procedure. Additional information was requested.